Event description:
It was reported that the x-ray tube failed on an artis u system. In specific, the small focus became defective. The system is in high frequent use in combination with extreme high dose cases and permanent operation of the small focus. Investigation of the x-ray tube showed that switch over from one focus to another was not possible on this specific system. No other malfunction or failure could be identified which would cause small focus failure.

Manufacturer narrative:
This report is being filed on may 20 2014. On may 19 2014, siemens completed the investigation of the reported error and determined that reasonable info confirmed a malfunction. Investigation showed the small filament was melted and broken. The cause of this malfunction is most likely due to extreme high frequency use in combination with the application of extreme high dose values and permanent work on the small focus. No other malfunction or failure could be identified which would cause small focus failure. Siemens will again verify the system parameters are set correctly and have been adjusted for high frequent use in combination with extreme high dose cases. Additionally, siemens will provide support to the user to identify optimal operation of the system to avoid system failure. This event occurred in (B)(6).